Manufacturer narrative:
Correction: (UDI#)evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire. The surgeon clamped small intestine and pushed the green button ,however the handles was locked and could not fire the device. There was no problem with tissue re-clamping, tissue thickness and nurse's handling the device. There was no reported patient harm.